Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07293. It was reported that the patient was hospitalized due to an unexplained bacterium in their blood stream. The physician noted evidence of vegetation on the right ventricular (rv) lead. No revision was made.